Event description:
It was reported that the patient experienced a change in therapy effect with increased spasticity. The patient had a confirmed catheter micro-tear. A revision was scheduled for 2009. The hcp was considering supplementing the patient with oral baclofen. The drug concentration and daily dose were not reported. Final patient outcome was not reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.